Event description:
Olympus medical systems corp (omsc) was informed that during procedure the probe broke. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 16 mm from the distal end. There was a scratch on the broken point. The shape of the fracture showed that the fracture developed from the scratch as the starting point. The mfg history was reviewed, with no irregularities noted. Based on the eval and, we have concluded that the physician activated the ultrasonic output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling.